Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during analysis of the returned device no anomalies were found. Visual analysis noted that there is blood/body fluid in/on the helix/lobe mechanism and the helix/lobe is distorted/bent. Damaged at implant.

Event description:
It was reported that during implant attempt, the lead showed noise. The lead was removed and not used. There were no patient complications reported as a result of this event. The lead showed noise. The lead was removed. No pt complications. (B) (6) 2010: it was reported that during implant attempt, the lead showed noise. The lead was removed and not used. There were no patient complications reported as a result of this event.